Manufacturer narrative:
Case imagery was provided for review. Procedural cine indicated a calcified aortic valve. During valve positioning, the valve was not centered between the markers. During valve deployment, the distal balloon inflated, resulting in the valve ¿popping¿ out into the ascending aorta, during the deployment of a second valve, the valve was not centered on the markers valve movement on balloon was observed during the retracting of the pusher. The second valve was deployed where intended with good results. No pvl was noted. Post dilation of the initial valve was performed for anchoring in the descending aorta following valve migration. Impression: the 29mm sapien 3 valve embolized into the ascending aorta during deployment. Potential root-cause could be related to alignment difficulties and / or tension in the system with valve movement on balloon, leading to a non-centered valve with asymmetric inflation. The second was s3 valve was implanted with good result, no pvl, also not centered on balloon after movement during pusher retraction before deployment. The embolized first valve was safely implanted into the descending aorta.

Manufacturer narrative:
Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. With the limited information provided, the cause of the embolization of the initial valve could not be confirmed. Investigation results suggest/indicate in addition to the procedure itself, patient factors (heavy valvular calcification) may have contributed to the valve embolization and placement in the incorrect location. The second valve was implanted in the intended position. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6), during the implant of a 29mm sapien 3 valve by the transfemoral approach, the valve embolized into the ascending aorta. The valve was 40% expanded. The valve was ¿fixed¿ into the descending aorta and a second 29mm sapien 3 valve was prepared and successfully implanted in the aortic position. It was perceived that the heavy calcification present may have contributed to the embolization of the initial sapien 3 valve.